Event description:
Product analysis was completed on the returned lead; note that majority of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure with no obvious anomalies noted. Setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks were performed and no discontinuities were identified. There were no observed product related anomalies with the single returned lead portion. No further relevant information has been received to date.

Event description:
The patient's explanted generator and lead were received for product analysis. The generator as received was not able to be communicated with due to battery depletion. The electrical performance of the generator in the product analysis lab concluded that there were no anomalies and the end of service condition was due to normal expected battery depletion. Other than the inability of the generator to communicate due to expected battery depletion, there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the returned lead product has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was available for return to the manufacturer for product analysis. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the vns pt had passed away due to an unk reason. Additional info was received from the neurologist indicating that the death was not believed to be related to vns. A copy of the death certificate was requested and received. The death certificate listed that the cause of death was "seizure disorder" and "cerebral tumor (oligodendroglioma)". The pt was found dead in her bed at home in a "disarranged position" (head hanging off the bed, lying on her side). The pt was in a reasonable state of health per the medical examiner, but did have several unspecified co-morbidities. An autopsy was not performed per the medical examiner. Per the medical examiner, the cause of death is believed to be sudep, but the pt may possibly have had a seizure in her sleep. The vns was likely discarded when the pt was cremated.